Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The bone thread is broken at the neck. The fracture appearance is of metal fatigue type, with visible lines of rest propagating across the section. The geometry of the fracture allows identification of the starting point and the direction of propagation across the section. No defect was found at the level of the starting point and over the section. The crown is showing impactions due to tightening with a spinal rod. The deformations are symmetrical, consistent with the proper tightening of the connection. No defect was found at the level of the breakage. The damages observed are consistent a fatigue damaging of the metal due to repeated flexural loading of the bone screw.

Event description:
It was reported that a patient underwent a procedure with screw implantation on an unknown date. Sometime post op, it was discovered that a screw had broken. The patient underwent a revision to remove the broken screw and implant a new one.